Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator's (epg) output connector assembly was broken. It was also indicated that the battery wire insulation was pinched but the insulation was not compromised. It was also indicated that the display wires were pinched and wire was exposed. It was also indicated that a label was punctured. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.